Event description:
It was reported that the relion® insulin syringe was "dull" and would not penetrate the injection site during use, causing insulin inside to be lost. The following information was provided by the initial reporter: "relion caller using 1/2ml, 31g, 8mm with lot#: 8344552b. Found 1 syringe so dull would not go into the site. Lost her insulin in syringe."

Manufacturer narrative:
H.6. Investigation: customer returned one (1) 31g x 8mm, 0.5ml relion insulin syringe in an open polybag from lot: 8344552. Consumer reported 1 syringe so dull would not go into the site; lost her insulin in syringe. The returned syringe was examined, then tested for point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 31g cannula: 0.0100¿- 0.0105¿): data: point outer diameter (in.) Lube sample 1, good, 0.0102, good. The returned syringe tested within specification, and no issues regarding the needle point integrity were observed. The sample was then tested for flow using water: the syringe was able to draw and expel water properly, and no issues were observed. As the sample was returned after use, and no evidence of manufacturing defect was observed, the alleged issues could not be confirmed. A review of the device history record was completed for batch# 8344552. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200793747] noted for clogged cannula. There were two (2) notifications [200782675, 200782694] noted that did not pertain to the complaint. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion® insulin syringe was "dull" and would not penetrate the injection site during use, causing insulin inside to be lost. The following information was provided by the initial reporter: "relion caller using 1/2ml, 31g, 8mm with lot # 8344552b. Found 1 syringe so dull would not go into the site. Lost her insulin in syringe."